Event description:
It was reported that the patient was not setting up the purewick urine collection system right and was having leak. The representative went over how to set it up the purewick urine collection system and wick placement. The patient had been using this product for more than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient was not setting up the purewick urine collection system right and was having leak. The representative went over how to set it up the purewick urine collection system and wick placement. The patient had been using this product for more than 90 days.